Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose level of 28 mmol/l; was admitted to hospital. Caller stated when infusion set cannula was removed the needle was not inserted straight; insertion device was used to insert cannula. Device has been discarded. No product return requested.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.